Event description:
It was reported that the perforation was located in the left anterior descending artery (lad) with heavy calcification. The 3.0 x 12 mm graftmaster stent could not cross far enough down the artery to completely cover the perforation. It was implanted, but the perforation was not completely sealed. The 3.0 x 16 mm graftmaster was advanced to treat the remaining area of perforation. However, it could not cross through an unspecified vision stent from a prior procedure and the 3.0 x 12 mm graftmaster stent implanted in the same procedure. The 3.0 x 16 mm graftmaster was not deployed and was removed from the anatomy. The remaining area of perforation was sealed via balloon inflation. No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The graftmaster 3.0 x 12 mm is being filed under a separate medwatch report. Although the graftmaster stent delivery system (sds) was not returned for analysis and may have aided the investigation, there was no note of any damage observed to the sds or stent implant prior to the procedure, which may suggest that a product deficiency did not contribute to the reported complaint. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, damage to the sds or the stent implant, interactions with other devices, or accessory device support. Overall, the failure to advance is not generally associated with a product quality deficiency and was likely related to circumstances of the procedure. To ensure this type of occurrence is not a result of a potential manufacturing deficiency, all stent delivery systems are 100% visually inspected for catheter damage, stent damage and proper stent placement. Hemorrhage is listed as an observed or a potential adverse event associated with the coronary stenting in the graftmaster otw instructions for use (IFU). Due to the inherently emergent and serious use of the graftmaster device, it is possible that the perforation itself and/or the inability to treat the perforation may have contributed to the reported cascading patient effects including hemorrhage. It is likely that an interaction with the lesion contributed to the resistance during advancement; however, a conclusive cause for the reported patient effects and the relationship to the device could not be determined. A review of the lot history record revealed no associated nonconforming material records. Additionally, a query of the complaint handling database for the reported lot revealed no other incidents. There is no indication of a lot specific product quality deficiency.